Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, the renegade catheter got stuck in a 5fr diagnostic cath. At a later date, it was noted that the tip detached. The procedure was completed with another device.